Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed during analysis and the reported stent dislodgement and material deformation were confirmed. Only the stent implant was returned. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy resulting in the reported failure to advance. Additionally, upon removal of the device, the stent interacted with the guiding catheter, as the device may not have been coaxially aligned, resulting in the reported stent damage and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the obtuse marginal coronary artery. A 3.50 x 38 mm xience alpine stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and would not cross. While trying to pull the sds back into the 6 fr guide catheter, the struts on the proximal end of the stent became flared and the stent dislodged in the right radial artery. A snare was used to retrieve the stent from the anatomy with no vessel damage noted. An unspecified balloon catheter was used to complete the procedure as no stent could cross. There was no reported clinically significant delay in the procedure. No additional information provided.